Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient has a pump and has a stimulator to use to address break through pain. It was reported that the patient saw a warning por (power on reset) screen. It was reviewed that the therapy had stopped due to the por. It was unknown if the por was related to an overdischarge. The patient stated that they were in pain and wanted to use the stimulator. The patient stated that their therapy had been off for a while due to not needing it. The patient indicated that they had charged their recharger and when they tried to use it they were getting the por screen. It was reviewed that the por screen could not be cleared and the patient was redirected the patient to their healthcare provider (hcp) to have the device interrogated. The event occurred on (B)(6) 2019. No further complications were reported/anticipated.